Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose over 2000mg/dl. Troubleshooting was performed. The time and programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device did not alarm. Advised the customer to revert to his back up plan. No further info was provided.